Event description:
Their blood glucose has been low (28 mg/dl) for the past three days. Pt attempted to increase blood glucose by eating -- blood glucose would increase to 40 or 60 mg/dl, but would drop again. Pt also decreased basal rate, then they disconnected from the device and started using injections for five hours. Pt's blood glucose then increased to 300 mg/dl. Pt alleged that device is at fault for low blood glucose. No medical treatment was received. Pt switched to back-up device.